Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the neonatologist is facing problems with the masimo pulse ox regularly. The devices does not display the right heart rate. The heart rate is half of what it should be. For example, the device displays 75 instead of 150. He observed this issue in the delivery room as well as in the neo-ward during low and non-low siq conditions. No known impact or consequence to patient.